Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
A customer from (B)(6) reported a misidentification of an eeq (external control survey ctcb) strain of yersinia pseudotuberculosis (y. Pseudotuberculosis) as yersinai similis (y. Similis) species in association with the vitek® ms instrument(ref. 410895 serial (B)(4)). The customer confirmed the eeq ctcb strain expected identification is y. Pseudotuberculosis species. The isolate was tested on the vitek® ms twice; once using an isolate cultured on yersinia media and once using an isolate cultured on colombia ager. The vitek® ms provided a low discrimination result of y. Similis/ y. Pseudotuberculosis for the isolate cultured on yersinia media, and an identification result of yersinia similis species for the isolate cultured on columbia agar. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomerieux will initiate an internal investigation.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a misidentification of yersinia pseudotuberculosis as yersinia similis when testing an external quality control (eeq ctcb 1942 strain) with the vitek® ms instrument (ref 410895, serial (B)(6)). The investigation did not require strain submission for completion. Biomeriex reviewed customer. Data for analysis during the investigation. Review of the data included a review of the fine tuning, spot preparation quality, and identification. Review of the customer¿s fine tuning data showed the fine tuning performed prior to the misidentification meet all mandatory acceptance criteria. Review of the customer¿s spot preparation data showed the calibrator and sample ¿all peaks¿ values were heterogeneous, indicating non-optimal spot preparation. Review of the identification found that while yersinia pseudotuberculosis is in the vitek ms v3.2 knowledge base (kb), there is a limitation in the vitek ms v3.2 knowledge base user manual for clinical use ref. 161150-924-a. This limitation states ¿organisms with lower accuracy of identification - there is a possibility of cross-identification between yersinia similis and yersinia pseudotuberculosis.¿ the suspected causes for the misidentification are non-optimal spot preparation and limitation in kb v3.2 regarding yersinia pseudotuberculosis and yersinia similis.